Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. The situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that an outflow graft bend relief disconnect was discovered on x-rays. A CT scan was done and it was confirmed that there was a disconnect. The pt was asymptomatic at this time. Upon discussion between physicians, it was decided to take pt to the operating room for repair. The surgeon successfully repaired the disconnect and the pt tolerated the procedure well with no complications.